Event description:
The contact stated that her husband tested his blood glucose one evening using his breeze 2 meter. He received a reading of 236 mg/dl and then took insulin. Later that same evening, the customer was not feeling well. He felt as if his blood glucose was low, so he tried to retest. The breeze 2 meter would only give the customer an e-4 error. He was unable to obtain a reading, so his wife took him to the emergency room. The customer's wife said that his blood glucose was tested at 11:30 pm using an accu-chek meter and the reading was 69 mg/dl. She stated that around 12:15, she gave her husband 3 glucotablets. At 1:00 am, the customer's blood was drawn for a lab test. His blood glucose reading was 49 mg/dl. The contact did not provide any more information about the ER visit. The meter was to be returned for evaluation. A replacement meter was sent to the customer.